Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he had a blank display. Customer's blood glucose was unknown at the time of the incident. Customer states that they just received the replacement battery cap and it's still on blank display. Troubleshooting was performed and was advised to discontinue use of the pump and revert to backup plan per hcp's instructions. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone alarm. After disassembling the electronic assay stack and assembling the electronic assay stack unit power up properly, problem isolated to electronic assay stack.